Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, the intravenous infusion link positive pressure connector set had blockage. Additional information: initial connection was not smooth; blockage. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? None; communicated with the patient; pre-filled the connector in advance please confirm if the connecting product has a luer slip or luer lock connection? Luer-lock connector please confirm whether the flow was completely or partially blocked? Partial blockage please confirm what medication was being administered during the event? Infusion has not yet started please confirm is there any patient harm? None.